Event description:
The pt was hospitalized due to infection. The sys was removed. The pt was at home. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).